Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 02-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('regular headaches') in a 40 year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced occipital neuralgia ("arnold's neuralgia"). On an unknown date, the patient experienced headache (seriousness criterion medically significant), seizure ("seizures"), fatigue ("immense fatigue"), nausea ("unbearable nausea"), micturition disorder ("voiding dysfunction"), visual impairment ("visual disturbances"), vision blurred ("difficulty focusing"), myopia ("myopia") and tooth injury ("tooth died"). At the time of the report, the headache, occipital neuralgia, seizure, fatigue, nausea, micturition disorder, visual impairment, vision blurred, myopia and tooth injury outcome was unknown. The reporter provided no causality assessment for fatigue, micturition disorder, nausea, occipital neuralgia, tooth injury and visual impairment with essure. The reporter considered headache, myopia, seizure and vision blurred to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 10-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('regular headaches') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced occipital neuralgia ("arnold's neuralgia"). On an unknown date, the patient experienced headache (seriousness criterion medically significant), seizure ("seizures"), fatigue ("immense fatigue"), nausea ("unbearable nausea"), micturition disorder ("voiding dysfunction"), visual impairment ("visual disturbances"), vision blurred ("difficulty focusing"), myopia ("myopia") and tooth injury ("tooth died"). At the time of the report, the headache, occipital neuralgia, seizure, fatigue, nausea, micturition disorder, visual impairment, vision blurred, myopia and tooth injury outcome was unknown. The reporter provided no causality assessment for fatigue, micturition disorder, nausea, occipital neuralgia, tooth injury and visual impairment with essure. The reporter considered headache, myopia, seizure and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('regular headaches') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced occipital neuralgia ("arnold's neuralgia"). On an unknown date, the patient experienced headache (seriousness criterion medically significant), seizure ("seizures"), fatigue ("immense fatigue"), nausea ("unbearable nausea"), micturition disorder ("voiding dysfunction"), visual impairment ("visual disturbances"), vision blurred ("difficulty focusing"), myopia ("myopia") and tooth injury ("tooth died"). At the time of the report, the headache, occipital neuralgia, seizure, fatigue, nausea, micturition disorder, visual impairment, vision blurred, myopia and tooth injury outcome was unknown. The reporter provided no causality assessment for fatigue, micturition disorder, nausea, occipital neuralgia, tooth injury and visual impairment with essure. The reporter considered headache, myopia, seizure and vision blurred to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.